Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin infection due to the sensor and was taken to the hospital. At the hospital an oral antibiotic was prescribed (clindamycin). At the time of the report, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).